Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an external battery that was reported to have a short life and not holding charge. Per the customer, the battery was suspected to have degraded due to high usage and wanted to know how to check the battery age and condition. The customer later informed resmed that battery was rarely used and it fully charged. The user thought the time limit on the device screen was for the battery life resulting in the reported complaint. The customer provided additional training to the user on the device use. No device was returned to resmed for investigation. Based on all available evidence, there was no indication of a device malfunction and the battery performed normally. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to hold charge. There was no patient injury reported as a result of this incident.